Event description:
It was reported that the patient underwent a replacement procedure to remove his ams penile prosthesis device. The device was removed due to unknown reason and replaced with an inflatable penile prosthesis (ipp). No information about the patient's outcome was provided. Additional information received. The replacement surgery was performed because the previous inflatable penile prosthesis (ipp) did not work. The device issue was not specified.